Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of the wires came loose inside that goes down the leg. This occurred in 2015 or 2016.